Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the mayoly spindler tube vacu pet the shield/cap stopper is different color/shade or faded. The following information was provided by the initial reporter. The customer stated: there was "tubes with blue rubber inside instead of red."

Event description:
It was reported when using the mayoly spindler tube vacu pet the shield/cap stopper is different color/shade or faded. The following information was provided by the initial reporter. The customer stated: there was "tubes with blue rubber inside instead of red."

Manufacturer narrative:
The following fields were updated due to additional information: d9. Device available for evaluation? Yes. D9. Returned to manufacturer on: 07/29/2022. E1. Address/city/country/zip: (B)(6) e1. Facility name: (B)(6) h.6. Investigation summary mat: 365285, lot: 1203689. Bd received 2 samples from the customer in support of this complaint. An evaluation of the 2 returned samples was performed, and revealed an incorrect stopper (grey), had been applied to an edta tube (should have been red). 1 photograph is showing the hemoguard cap, stopper color is not clear. Additionally, 100 retention samples from the bd inventory were taken and visually inspected and no incorrect stopper colors were found during inspection. Bd was able to confirm the customer¿s indicated failure mode with the samples provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.